Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2006: the patient presented with pre-op diagnosis: adjacent level degeneration l3-l4, status post anterior and posterior fusion with a solid arthrodesis l4-5 and l5-s1. Procedure performed: removal of instrumentation (6.35 millimeter rods) l4-5, l5-s1; exploration of fusion l4-5, l5-s1; posterolateral spinal fusion l3-l4; posterior spinal instrumentation using 5.5 millimeter rods l3-l4; transforaminal interbody fusion l3-l4; anterior body instrumentation using instrumentation; autologous local bone grafting augmented with rhbmp-2 and allograft. Per-op notes: we went ahead and removed the set screws and then removed the rods. The pedicle screws were likewise removed without any difficulty. At l4, we went ahead and re-instrumented it with screws, 6.5 x 45 millimeter length screws. Posterior decompression was done. Exposure of the interspace was done and posterolateral annulotomy and did a thorough diskectomy, more towards the left side. Once this was done, we went ahead and decorticated the bony end plates and packed bone on the far right lateral side with a combination of autogenous local bone harvested from the posterior decompression plus allograft and rhbmp-2. We used a 13 millimeter x 30 millimeter cage. This was packed with autogenous local bone and rhbmp-2 prior to insertion. We went ahead and added bone at the transverse process of l3 and the rest of the fusion mass bilaterally for post erolateral fusion. We used autologous bone, local, and rhbmp-2 and demineralized bony matrix in the form of allograft.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006: the patient presented with a preoperative diagnosis of adjacent level degeneration l3-4. The patient underwent the following procedures: removal of instrumentation, l4-5, l5-s1; exploration of fusion, l4-5 and l5-s1; posterolateral spinal fusion l3-4; posterior spinal instrumentation using legacy 5.5 mm rods, l3-4; transforaminal interbody fusion l3-4; anterior body instrumentation using boomerang instrumentation; autologous local bone grafting augmented with rhbmp-2/acs and osteofil. Per the op notes, following the annulotomy and diskectomy, the bony endplates were decorticated and back bone on the far right lateral side with a combination of autogenous local bone harvested from the posterior decompression plus osteofil and rhbmp-2/acs. A 13x30 boomerang cage was packed with autogenous local bone and rhbmp-2/acs prior to insertion. Bone was added at the transverse process of l3 and the rest of the fusion mass bilaterally for posterolateral fusion. Autologous bone, local, and rhbmp-2/acs and demineralized bony matrix in the form of osteofil was used. The patient's post-operative period was marked by complications which included the need for additional surgery, medical treatment, pain, nerve damage, nerve impingement, and ectopic bone formation.